Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of 233 mg/dl. Reportedly, the customer believed that the pump was not delivering insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer continued to express a belief that the pump was not functioning properly. Additionally, the customer was using cold insulin when filling the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy.